Manufacturer narrative:
Updated: in (B)(6) 2021, the surgeon added iliosacral screws to the right si-joint. No preexisting si joint implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Event description:
Previous: the patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later complained of si joint pain. The surgeon attempted physical therapy, a trochanteric bursa injection, and pain medication, but the patient had no relief of their symptoms. The surgeon then obtained a CT scan that showed a non-displaced fracture of the ilium that extended from the anterior most apex of the superior positioned implant anteriorly to a point midway between the asis and the aiis. We have not received any additional clinical follow-up and do not know if the patient's pain has improved and if the fracture has healed.. Updated: in (B)(6) 2021, the surgeon added iliosacral screws to the right si-joint. No preexisting si joint implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the fracture could not be determined.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later complained of si joint pain. The surgeon attempted physical therapy, a trochanteric bursa injection, and pain medication, but the patient had no relief of their symptoms. The surgeon then obtained a CT scan that showed a non-displaced fracture of the ilium that extended from the anterior most apex of the superior positioned implant anteriorly to a point midway between the asis and the aiis. We have not received any additional clinical follow-up and do not know if the patient's pain has improved and if the fracture has healed.